Manufacturer narrative:
Insulin pump was received with cracks to the case, reservoir tube lip, battery tube threads, stripped battery cap and scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized due to high blood glucose and bacterial infection. The blood glucose reading was 281 mg/dl. Customer stated that he had a heart procedure a week ago and that may have caused the bacterial infection. Customer also stated that he was not able to remove the battery cap from the insulin pump. Nothing further was reported.